Event description:
Reportedly, during patient use, a leak sound occurred from inside the ventilator. A "low air" alarm occurred. The patient was manually ventilated and then transferred to another ventilator. Upon investigation by the distributor, it was found that the filter was broken. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.